Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02385 for the associated device information. It was reported to boston scientific corporation that two wallflex enteral colonic stents were used in the sigmoid colon during a stent placement procedure performed on (B)(6) 2014. According to the complainant, a stent was being implanted to treat a 6 cm malignant lesion. Reportedly, the patient¿s anatomy was not tortuous but was very tight and the tissue was friable. During the procedure, the physician deployed a wallflex enteral colonic stent (25x 60) but noted that the stent was not visible under fluoroscopy. The delivery system got caught in the stent when it was being removed. The stent was moved out of position and came out of the scope upon removal of the delivery system. The delivery system was noted to be kinked. The physician deployed another wallflex enteral colonic stent (25 x 90) to treat the lesion. Ten minutes post-procedure, the patient¿s vital signs declined. The patient experienced bloating and severe pain in the stomach. An x-ray was done and a perforation was confirmed. The physician performed an emergency colon resection and the stent was removed. According to the physician¿s assessment, the stent contributed to the perforation. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Updated with additional information received 07aug2014. The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-02385 and manufacturer report #3005099803-2014-02386 for the associated device information. It was reported to boston scientific corporation that two wallflex enteral colonic stents were used in the sigmoid colon during a stent placement procedure performed on (B)(6) 2014. According to the complainant, a stent was being implanted to treat a 6 cm malignant lesion. Reportedly, the patient's anatomy was not tortuous but was very tight and the tissue was friable. During the procedure, the physician deployed a wallflex enteral colonic stent (the subject of MFR report #3005099803-2014-02386) but noted that the stent was not visible under fluoroscopy. The delivery system got caught in the stent when it was being removed. The stent was moved out of position and came out of the scope upon removal of the delivery system. The delivery system was noted to be kinked. The physician deployed another wallflex enteral colonic stent (the subject of MFR report #3005099803-2014-02385) to treat the lesion. Ten minutes post-procedure, the patient's vital signs declined. The patient experienced bloating and severe pain in the stomach. An x-ray was done and a perforation was confirmed. The physician performed an emergency colon resection and the stent was removed. According to the physician's assessment, the stent contributed to the perforation. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 7, 2014. The first wallflex enteral colonic stent (the subject of MFR report #3005099803-2014-02386) was visible under fluoroscopy but was not visible under endoscopy due to the tortuous anatomy of the colon.